Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The product was investigated; therefore, the narrative should be corrected to: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. We will continue to track and monitor the trend. H6 codes updated health effect - clinical code: add 2013, type of investigation: add 10. Investigation findings: add 3243. Investigation conclusions: add 50.